Event description:
The patient alleged that the pump may have "loaded insulin forward." She was not connected to the infusion set at that time. The patient reportedly had low blood glucose levels later that day and was in the emergency room. The low blood glucose level is not related to the alleged product issue since the patient was not connected to the infusion set and therefore could not have received insulin to cause the low blood glucose. Please see MFR report # 2531779-2011-09061 for more detail surrounding the low blood glucose level.

Manufacturer narrative:
Recall # 2531779-03/24/2010/003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned to animas for evaluation. The evaluation revealed that the pump was operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no issues. The force sensor was found to be within calibration. The cartridge was able to load correctly; the load, rewind steps performed successfully with no alarms.